Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced a symptomatic cerebral infarction. Upon recovery from postoperative sedation, the patient showed poor responsiveness, and postoperative MRI confirmed signs of cerebral infarction. Patient has a history of chronic (old) cerebral infarction and hypertension; however, it was reported that on postoperative MRI images there was a possibility that a cerebral infarction occurred overlapping a previous infarct area, but the affected region was not large and the patient was under follow-up observation. The patient did not require extended hospitalization. The physician's assessment of the health problem was that it was non-serious (moderate/minor). No abnormalities observed prior nor during use of the product. Additional information was received. The type of the neurological issue was symptomatic.

Manufacturer narrative:
The investigation details. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot (B)(4) and no internal actions related to the complaint were found during the review. An internal corrective action has been opened to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively to use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 01-mar-2026. Type of af was persistent atrial fibrillation. No additional intervention was provided. The patient¿s symptoms remained unchanged from the pre-procedure status. The patient has been discharged from the hospital on (B)(6) , 2026. Since the patient had a history of cerebral infarction, the cause of this event is unknown. There was no evidence of char/thrombus/clot. Irrigation rate included: pre ablation: 4ml/min, during ablation: 30ml/min. Specific ablations included: pulmonary vein isolation: 51 applications/ 17 ablations, left atrial posterior box isolation: 24 applications/ 8 ablations, total: 75 applications/ 25 ablations. No ablation stacking occurred and the patient has no anatomical issue. In addition, provided the generator and pump product information. Therefore, updated d10. Concomitant medical products and therapy dates section. Additional information was received on 18-mar-2026. Ablation site was pv (pulmonary vein) + posterior [wall]. The rhythm at the start of the procedure and during ablation was atrial fibrillation, no cardioversion was done before ablation. Patient had chadsvasc score of 5 and a hasbled score of 2. Act was over 400 seconds. There was no pre-procedure thrombus check. Brain imaging findings: there was an old cerebral infarction, and postoperative MRI showed expansion of ischemic changes. Presumed cause was that there was a history of ischemic stroke. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product investigation was reopened to correct the investigation findings which resulted in the following updated investigation on 16-apr-2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31718291l and no internal actions related to the complaint were found during the review. Importantly, the mechanism for an incidence of stroke is multi-factorial. The risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively to use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).